Event description:
There was leaking noted at the butterfly.

Manufacturer narrative:
Sample is to be returned, once received and evaluation will be done. The results of the investigation will be forwarded to the FDA via a follow up MDR.